Event description:
It was reported that the right atrial (ra) lead had observations of high out of range pacing impedances greater than 2000 ohms. Surgical observations determined a kink in the lead in the pocket with positional impedance. The lead was surgically capped and replaced. No additional adverse patient effects were reported.